Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old middle-eastern female patient who underwent a primary breast augmentation with 590cc smooth mentor memorygel breast implants experienced bilateral anisomastia and back pain postoperatively. The patient reported suffering with saggy and loose skin, the right side is larger than the left, scarring on both breasts, and uneven nipples. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On august 1, 2023, mentor became aware that surgery date is pending and patient developed right side capsular contracture; baker grade IV. Hence, codes have been updated under section h accordingly. No updates were received for the left side. This supplemental medwatch report is for the right-sided implant. Manufacturer¿s reference number: (B)(4).